Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had been incompletely administered therapy with a significant amount of volume remaining in the bag. The drug remaining in the bag was greater than or equal to 50ml after the infusion had been completed. It was also stated, 'the standard overfill for these 250ml bags is 20ml, so the reported amount remaining in these bags exceeds the expected overfill quantity. This raises concerns that patients are not receiving full doses of intermittent infusions'. The event happened during patient use. There was no known patient injury or medical intervention associated with this event. No additional information is available.